Event description:
Kimberly-clark received notice on 1/19/1998 alleging that on 12/9/1997, pt was hospitalized with high temperature and low blood pressure, from flu like symptoms. Pt was allegedly diagnosed with toxic shock syndrome. Pt was allegedly using an unscented super plus absorbency menstrual tampon when she became ill.